Event description:
A consumer reported being surgically treated for a retinal detachment eight weeks following intraocular lens (iol) implant surgery. The consumer had discomfort following the retinal repair surgery and wanted to know if this was normal. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. Additional information has been requested. (B)(4).